Event description:
The reporter stated that the device result was 109mg/dl and she was sweaty, had chest pains and was trembling. Paramedics were called and they checked her glucose at 44mg/dl on their meter. She was treated with a glucose IV and taken to the hosp.